Manufacturer narrative:
Block e1: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a180104 captures the reportable event of foreign material present in device.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 large capacity forceps was used during an esophagogastroduodenoscopy procedure on (B)(6) 2024. During the procedure, it was reported that a plastic piece was attached to the cups of the biopsy forceps. The procedure was completed using another of the same device. There were no patient complications as a result of this event. Note: a photo of the device was provided by the account showing the device inside the patient with an unknown material attached to the cups.